Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: cutting could not be done. In use, the active blade was broken. The fallen piece was retrieved. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).